Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead exhibited noise but not oversensed and triggered lead safety switch (lss) due to low out of range impedance measurements. Daily measurements over the year have been 300-400 ohms and lowest at 250 ohms. Boston scientific technical services (ts) discussed possible insulation issue . Additional information obtained from the field representative that the cause of these observations was not determined and the insulation issue was not confirmed. The physician will continue to monitor the patient. At this time, the ra lead remains in service. No adverse patient effects were reported.